Event description:
Ecp (extracorporeal photopheresis) treatment was completed without difficulty, and this nurse then prepared to do a manual return of residual blood products left in ecp kit. At this time there was no indication of kit defect or leakage from the flm (fluid logic module). The flm door was opened to began the process of transferring blood products. When the flm was turned over to be emptied, blood began to leak from the upper right corner of the flm where the plastic membrane is sealed to the flm plastic frame, indicating a breach in the integrity of the flm. It is possible that this membrane was pulled by the suction of opening the flm door per procedure. The tubing to the patient was immediately clamped and no potentially contaminated blood products reached the patient. Manual return of the residual blood products in the kit was not performed as would have been per usual procedure. Estimated blood lost in kit was 100ml or less.